Event description:
It was reported that the devices were used in a laparoscopic gastric bypass. It was reported by the rep that the surgeon used (2) 512sd's (mode code 24) that leaked co2, 1seals that leaked co2 and (1) ms512 that did not stay locked and leaked co2. All were replaced. There was no consequence to the pt.